Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer may continue to use the pump. The caller was advised to call back if the malfunction recurs.